Event description:
It was reported that the renasys go pump was faulty for a second time. The device failed the blockage/over vacuum test. No case involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection found that the door flap is broken. A functional evaluation confirms that the device could not maintain an audible low vacuum alarm and had a defective keypad operation, establishing a relationship between the reported event and the device. The root cause has been identified as a defective mainboard. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.